Event description:
A report was received that the patient was experiencing left leg shaking and whole body weaknesses when stimulation was on in order to feel adequate stimulation. No further information could be obtained.